Event description:
It was reported that subject had a re-herniation of left l5-s1 and due to patient¿s reported pain, underwent a re-do microscopic hemi laminectomy this time w fusion (B)(6) 2009 lumbar spine MRI there remains a central and left paracentral disc extrusion, which extends slightly superiorly and results in severe lateral recess stenosis. On (B)(6) 2009 the patient underwent a re-do l l5-s1 hemi-laminectomy; with instrumented fusion using posterior segmental instrumentation and rhbmp-2/acs was then placed postero-laterally on each side followed by use of 40 ml of cancellous allograft. Post-op patient c/o pain, stat CT ¿did not demonstrate any obvious malposition hardware¿ (B)(6) 2010 ¿ office visit: patient presents with c/o r lle w/weakness, numbness and r leg pain (B)(6) 2010 neurosurgery/neuroradiology conference findings of (B)(6) 2010 lumbar xr ¿these demonstrate good position of his pedicle screws with no evidence of hardware failure¿ (B)(6) 2010: post-op films look quite good. ¿I don¿t have a good explanation for his continued symptoms in the right lower extremity¿ (B)(6) 2010 CT/myelogram lumbar spine. ¿this looks quite good with no evidence of nerve root impingement. In addition, his hardware shows no evidence of failure.¿ (B)(6) 2010 emg report ¿demonstrates evidence of an old inactive right l5 radiculopathy. There is no active disease.¿ chronic; inactive.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.